Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient gender/bmi. Was the device difficult to close? Did the surgeon notice if firing handle of easier or harder close than expected? What is the surgeon¿s experience with device? What troubleshooting steps were taken to attempt to open device? How was the firing trigger broken? What is the current patient status?

Event description:
It was reported that the surgeon first used the powered echelon with one green reload. The gun was blocked and the manual release was used. They replaced the instrument with a manual echelon using a blue reload. The manual gun blocked at the 1/3 of fire stage stapling. The surgeon couldn¿t release the knife through the manual release button. They broke the handle piece and they finally managed to opened the jaws. Eventually they converted to open technique to control the case. The patient is safe and no blood transfusion was needed.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec60a device was returned with the closure trigger broken and in the closed position with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired. In addition, five cartridges reload present. The reloads (b, e and f) were received fully fired. The reload (c) was received unfired. The reload (d) was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Cartridge b: ecr60g, n56y7m, fully fired. Cartridge c: ecr60g, n55h2g, unfired. Cartridge d: ecr60b, n5752e, partially fired/stall. Cartridge e: ecr60b, n5752e, fully fired. Cartridge f: ecr60b, n5771y, fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.